Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device lot number, or serial number, unavailable at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred preoperatively while verifying instruments and caused no delay to the surgery. It was reported that the orange tracker was getting caught when attached to probes. A different tracker was used to complete the surgery. There was no impact on patient outcome.